Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the titanium elastic nail (ten) for the fracture of the diaphyseal right tibia. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed that thread parts of the extraction pliers and the hammer guide were broken. X-ray taken on an unknown date confirmed that there are no pieces left in the patient. The extraction pliers and the hammer guide have been used for the first time since purchase. It was unknown when the devices were broken. Patient outcome is reported as stable. No further information is available. This report is for one (1) hammer guide for ti elastic nails. This is report 1 of 1 for complaint (B)(4).